Event description:
The caller reported the product presented leakage and a break in the cuff. The caller reported no patient injury. At this time, required medical intervention (recannulation of replacement tube) is not confirmed. Multiple attempts have been made to collect further information but no additional information provided.